Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as a tissue was stuck in the helix and would not extend correctly. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No adverse patient effects were reported. Additional information received which indicates that a tissue was stuck in the helix screw and would not extend correctly. This rv lead will be return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No adverse patient effects were reported.